Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received device alerts associated with restart and a consecutive stalled motor, experienced persistent hyperglycemia with capillary glucose up to 430 mg/dl after a restart, and required multiple guided supply changes due to connection and priming difficulties including an incorrectly attached connector and a leaking cartridge that wetted the pump compartment before successful reassembly and resumption of delivery. Symptoms included fatigue and thirst consistent with hyperglycemia. Outcomes included temporary interruption of insulin delivery, manual insulin administration per clinician direction, and restoration of pump therapy after troubleshooting and education. Investigation included troubleshooting of the infusion system, guided cartridge and tubing replacement, site change to a new location, verification of priming with visible drops, device rewind, inspection for leakage, and cleaning of the wetted pump area before reinstallation. Investigation of this case revealed user assembly and connection errors leading to an initial infusion interruption and leakage at the cartridge-connector interface, followed by successful correction after re-instruction and replacement of affected disposables. It was concluded, based on previously established findings for similar reports, that the cause was use error related to supply installation and connection, compounded by infusion set or cartridge-connector handling that resulted in leakage before successful re-priming and reconnection.